Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose level and was subsequently hospitalized. Reportedly, the customer was wearing the pump at the time of the low bg and alleged that the cause of the hospitalization was due to the pump. The customer was using manual injections for insulin therapy. Multiple attempts were made by tandem technical support to obtain additional information on the reported event; however, the customer did not respond.